Event description:
A trilogy evo, korea ventilator was returned to the manufacturer for service due to a service required alarm. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo, korea device at the manufacturer's service center, the customer's allegation was confirmed. An evt_battery_not_charging_fault error was discovered in the device's event log. The technician replaced the device's power supply and system board to address the issue. The device passed final test.